Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was turning on and off by itself. The patient reported that on saturday the machine started acting up and the patient was leaning up against a counter to hold them up and the machine just shut off. The patient said they could barely feel any tingling. The patient said then 3 minutes later the stimulation kicked back on and it happened 2-3 times; it also happened 6-7 times on the day of the report and the day prior. The patient stated that the stimulation shuts down and then starts back up 3-4 minutes later. The patient said it does not completely shut off, they feel a little bit of stimulation, they can barely feel it, when they were not moving they could feel it and then 'boom, it comes with vengeance about after 2-3 min'. The patient mentioned they were diagnosed with flu on friday and has been taking flu and cough medicine and did not know if maybe the medication was the reason of the issue; the patient did not think the flu was related to their device. The patient also mentioned that they charge every single night and does not miss charging sessions. The patient stated that when they moved the sensation was not intense but when they are still they can barely feel it. The patient said they were driving on the day of the report, was not moving, was sitting like they normally do and the stimulation shut off and that was scary because 'you got to be ready for it whenever it kicks back on'. The patient confirmed that there were no falls, no trauma, and no medical procedures. Patient services asked what the programmer showed when the patient feels the stimulation shut down and the patient said it showed 7.7v. On the call, the patient reported that the stimulation shut down again and the programmer showed that the ins was on and was at 8.0 v. It was noted that this was a sudden change in therapy. The patient was directed to their healthcare professional. No further complications were reported/anticipated.